Event description:
It was reported that the right cylinder tubing of the inflatable penile prosthesis (ipp) was kinked and the pump stopped working. Consequently, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.